Event description:
It was reported that a malfunction occurred on the pump with the display of malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.